Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not appearing in the pyxis system. A technical support specialist (tss) confirmed with the customer that a technician came onsite and performed a resynchronization, but then the patients were visible under facility search not under all patient lists. Tss then resolved the issue by performing a full synchronization, after which patient data was restored successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the new patients were not appearing in this pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.